Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Patient reported "pain, nodule, always tired and headaches." Healthcare professional later reported "right side rupture, swelling and fluid as well as a bilateral exchange from textured to smooth due to concern with the product" and "350 cc's of fluid was aspirated from the right side breast." This is the right side record. Device remains implanted.

Event description:
The device has been explanted.